Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: myocardial infarction; permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, a xience 2.75x23 was implanted in the distal rca and a xience 3.0x28 was implanted in the distal lad. Post procedure and before discharge, a myocardial infarction (mi) occurred. There was periprocedural significant increase of ck-mb and tnt with slight increase of total ck. No action was taken and the adverse event was resolved about two days later. The pt was discharged two days post procedure. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that myocardial infarction, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. It is likely that the elevated enzymes are a secondary effect of the myocardial infarction. A conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined. The xience v rx 3.0x28mm mentioned in b5 and d11 is being filed under the same MFR number.